Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device passed a defibrillation attempt, but would not recognize that pads were attached. The customer used another device to complete the defibrillation. This event will be reported as a serious injury because a replacement device was used.